Event description:
Md attempted spinal anesthetic on pt. While injecting local into pt he noted that it was running out of the connection at the spinal needle rather than being injected into the pt. Upon further inspection the tip of the syringe appears to be malformed. Md reported that he has noted this on several occasions in the past. A new syringe was obtained and spinal anesthesia was injected with no problem.